Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2012. The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. Action taken with dianeal therapy was not reported. It was not reported if the patient was hospitalized for the event. It was reported the patient was recovered from this peritonitis event. No additional information is available. This is report 3 of 3 involved in this event.